Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 1997. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to wear of the acetabular liner. The modular head and liner were removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned component confirmed the wear; however, it was noted to be in good condition for having been implanted for eighteen years. Damage noted on the component was noted to be as a result of removal during the revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "